Manufacturer narrative:
The accounts biomed is unable to duplicate the issue, but he did find corrosion on the bottom of the pcb circuit board. He installed a new pcb circuit board and the bed is presently operating as designed.

Event description:
The account stated the bed will run up and down un-intentionally. The accounts biomed is unable to duplicate the issue.